Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 56 mg/dl. The customer consumed glucose tablets to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering. Pump logs recorded a low blood glucose (bg) level on (B)(4) 2016. User did not enter current bg level when requesting a bolus, just prior to low bg level recorded. Making bolus requests without entering current bg levels could lead to low bg levels. There is no evidence of a device malfunction or failure.